Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please provide more details, any piece or pieces were separated from the device? Yes, the part is being returned with the device. Were there any patient consequences? No a new trocar was opened. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the trocar snapped off against the retraction post during surgery.